Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device failed the operational check for etco2. There was no patient involvement as this occurred during testing.